Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date 05/2007, inratio 2.1, lab >18, mean - na, confidence limits - cannot be determined. Per internal procedure the mean of the inratio meter and comparative system inr were calculated. The confidence limits cannot be determined. Vitamin k was given to pt. This is an adverse event case. Products will be tested when returned.

Event description:
Caller alleged discrepant results compared with the lab. Results as follow: date 05/2007, inratio 2.1, lab >18. Vitamin k was given to pt.